Event description:
It was reported that pump repeatedly displayed cartridge change errors when customer attempted to change cartridge, but customer was eventually able to load cartridge and resume insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to inspect cartridge o-rings and reported that o-rings on prior cartridges were not in place or were damaged, and customer declined further troubleshooting but planned to follow up with technical support if issue continued.